Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inside of the ez changer was cleaned to resolved the reported issue. Requested patient information via phone call (B)(6) 2020. No information provided to date. UDI # (B)(4).

Event description:
The hospital reported high co2 delivery. There was no report of patient injury.